Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). One piece sled. The (B)(4) device was received in good visual condition and with two blue cartridge reloads present. The reloads were received fully fired. After further analysis of the reloads, it was notice that the top of the one piece sled rails were deform. This is consistent with high (outside indicated use) staple forming forces, possibly due to firing in thicker tissue then recommended for a blue reload. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastroplasty procedure, the first blue cartridge worked properly. The second blue cartridge that was used caused the crumple of the stomach and gastric canal, and as a consequence there was a penetration of stomach and esophagus. It was necessary to convert the case from laparoscopic to laparotomy; the gastric canal was remodeled using a new device. Patient consequences are still to be evaluated. Additional information has been requested, no response has been received to date.